Event description:
It was reported that cassette lock / lock sensor does not work properly. I managed to run the infusion but it alarms for cassette locked but not locked and cassette partially loose.